Event description:
Novasure device failed to operate. Novasure machine operated without issues in prior case. Multiple attempts to troubleshoot according the users guide failed. Second device opened and successfully operated. Procedure completed with no adverse events to patient. Device saved for return to manufacturer.